Event description:
(B)(4) - device alarming. Customer believes event took place on (B)(6) 2021. Additional info received 27-sep-21: event date was on (B)(6) 2021, was in use with patient, no patient harm -vent switch. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. No impact or corrosion damage was present. Could not duplicate customer issue. Was able to simulate low battery alarm with a 1.5 alkaline battery. Was able to simulate low pressure alarm by disconnecting patient circuit from outlet. Was able to simulate high pressure visual and audible alarms by occluding the patient outlet. Was able to simulate no oxygen detected on the indicator by turning off the drive gas. Under normal conditions, device delivers to a test lung with no audible or visual alarms. The root cause of the issue is undetermined. Replaced faulty variable relief valve and faulty nrv assembly. Installed service kit as a pm. Performed pm, recalibrated, cleaned device and affixed service label. Device passed functional tests.